Manufacturer narrative:
(B)(6). If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the zcb00 tecnis iol (intraocular lens) was inserted into the patient's operative eye, the lens was noticed to be cracked in the outer edge. The lens remains implanted and the injector was discarded by the customer. The account commented that both the scrub nurse and the surgeon did not noticed any unusual pressure during the iol handling. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.